Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. An autopsy would not be performed; however, it was unknown if the pump would be explanted. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to bleeding from patient clinical conditions (intermacs 1). The patient was already in bad conditions (15 gamma dobutamine) and in shock prior to implant. Patient hemostasis was difficult after surgery. The patient kept bleeding and was reopened 3 times the same day without any surgical bleeding found. The outcome was not device or therapy related.